Event description:
On 11/7/96, after insertion of new replacement pacemaker, for end of life and ventricular lead recall, pt experienced episodes of noncapture overnight. Threshold was adequate, however, lead was replaced on 11/8/96.